Event description:
A surgeon reported that the inserter (delivery system) would not release the shunt. Add'l info was received from the surgeon, who reported he had to "grab" the shunt with forceps after it was inserted, in order to disengage it from the inserter. The surgeon stated that the procedure was completed with the same shunt, which remains implanted.

Manufacturer narrative:
The product was not returned for analysis. The device history record was reviewed and no abnormalities were found. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).